Manufacturer narrative:
(B)(6). Fisher & paykel (f&p) healthcare is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in norway reported via a fisher & paykel (f&p) healthcare representative that two rt380 adult dual heated evaqua2 breathing circuits failed the pre-use leak test. There was no patient involvement.

Manufacturer narrative:
(B)(4). Correction: section b5: it was initially reported that two rt380 adult dual heated evaqua2 breathing circuits failed the pre-use leak test. However, the healthcare facility had returned three rt380 breathing circuit kits. Of these, two kits had been opened while the third kit remained sealed and unused. Method: the three subject rt380 breathing circuits were returned to fisher & paykel healthcare new zealand for evaluation, where they were leak tested and analysed. Results: visual inspection of the tubing did not identify any visible deformities, however, leak testing confirmed that all three breathing circuits were leaking. Further chemical analysis indicated the presence of voids within the tube walls. Conclusion: the reported leaks were confirmed and presence of voids within the tube walls, which likely contributed to the observed leakage. All rt380 adult dual-heated evaqua2 breathing circuit are visually inspected, as well as pressure and flow tested during production, and those that fail the test are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult dual-heated evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." Visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use and replace if damaged.

Event description:
A healthcare facility in norway reported via a fisher & paykel (f&p) healthcare representative that three rt380 adult dual heated evaqua2 breathing circuits failed the pre-use leak test. There was no patient involvement.